Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed a "pump lid not closed" message was confirmed during the functional testing. The root cause of the reported complaint was a failed roller pump raceway. During functional testing, the thermogard system displayed a "pump lid not closed" message, confirming the reported complaint. The roller pump raceway assembly was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During the ivtm therapy, the thermogard xp ivtm system (sn (B)(6) displayed a"pump lid not closed" message. The customer checked the pump lid, and it was closed, but the error message persisted. Another thermogard console was used to continue the therapy. No consequences or impacts on the patient.